Manufacturer narrative:
The customer returned the suspected contour next gen meter with s/n: (B)(6) and contour next test strips associated with the event for evaluation. An in-house testing was performed with the returned meter and test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory. Based on the information of the returned contour next gen meter, serial # in section d4 and device manufacture date in section h4 have been updated.

Event description:
The customer reported that after she changed the meter battery a week ago, her blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.